Manufacturer narrative:
D2: updated common device name and pro-code h6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary root cause: the purge disc flag was observed to be broken and was the root cause of the inability to detect the purge disc.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella for mechanical circulatory support. It was reported that perfusionist set up purge cassette for a stemi case and console would not recognize purge disc. Attempted to turn off and turn back on and still no success. Another impella console needed to be pulled for case. There was no patient harm.